Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right shoulder primary surgery, when putting the reamer on the shaft, a piece of the reamer broke off. No impact to the patient or surgery was noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that one prong is fractured off, and one prong that is sprung out. Hardness test was performed and was within specifications. The device history records for the base plate cannulated reamer 2 36 mm diameter, lot #62596018, and lower level lots 80560656 and 80565152 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Supplier DHR review of part 00430954202 lot 80560656 show that 2 pieces are scrapped at step 400 due to damage at tip. Supplier DHR review of part 00430954202 lot 80565152 show that 3 pieces are scrapped due to non conformance, 1 piece was scrapped as setup piece, 2 pieces are scrapped due to tooth damage and 6 pieces are scrapped due to issue with some teeth having smoothed off edge. The lot is released with no deviations or anomalies. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.